Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient received two leads with the same lot number. It was reported the patient alleges he often falls. Reportedly, surgical intervention was undertaken on (B)(6) 2015 during which time the physician noted the lead had migrated. Intraoperative diagnostic testing revealed high impedance values on all contacts. Subsequently, the physician opted to explant and replace the lead as well as re-anchor with a new swift-lock anchor. Effective stimulation was achieved postoperatively. The issue is resolved.